Event description:
It was reported bd® blunt fill needle had foreign matter. The following information was provided by the initial reporter: "during use. When making a preparation, it was possible to visualize residues of the vial rubber."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 303129 and lot number 220106. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for evaluation. The retained samples were tested with a lab vial using different angles of penetration. Microscopic examination was performed and no particles from vial stopper fragmentation were found in any of the retained samples and the needle bevels all appeared to be well formed. Based on the investigation results and the preventive measures in place during the manufacturing process, we believe it is unlikely that the reported incident of coring was caused by insufficient de-burring of the cannula. As part of the incoming inspection process, cannula visual examinations are performed. The vial stopper conditions and the handling of the product could have contributed to this incident. The needle should penetrate the stopper at a ninety-degree angle to reduce to the risk of coring. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported bd® blunt fill needle had foreign matter. The following information was provided by the initial reporter: "during use. When making a preparation, it was possible to visualize residues of the vial rubber."